Event description:
Device 1 of 2 , reference MFR. Report#1627487-2018-05095 . Follow-up identified the issue resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-05095. It was reported the patient's current drg system was not providing adequate pain relief. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein two additional drg leads were added to the system to address the issue.